Event description:
It was reported that the right t12 lead, l4 lead, and l5 lead were replaced on (B)(6) 2020. Reportedly, the l4 lead had also migrated (related manufacturer reference number: 1627487-2020-33182).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer report: 1627487-2020-31827. It was reported that the dorsal root ganglion (drg) leads implanted at the t12 and l5 vertebral levels had migrated. Patient did not report any accidents. Surgical intervention is anticipated to resolve the issue.